Event description:
Customer reportedly received the following sets of results on the nano system within 10 minutes: 1. 93 mg/dl and 267 mg/dl 2. 186 mg/dl, 314 mg/dl, and 457 mg/dl 3. 48 mg/dl and 161 mg/dl 4. 48 mg/dl and 528 mg/dl readings of 48 mg/dl were not duplicated. Sets of readings were taken at different times on the same day. No adverse event reported. Requested return of suspected device and strips and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.